Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of the device was stuck in a transmitter pairing loop is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.